Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of uncomfortable feeling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported events of pain and crack: "[method of use] 1. Preparation before use 3) this product is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. 4. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: 1) inflammatory reactions (redness, oedema, erythema, etc.), which may be associated with itching or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week."

Event description:
Healthcare professional reported having a syringe of juvéderm® voluma® with lidocaine that while attaching a 21g cannula to the syringe, the luer lock broke after the sound of a crack was heard. Injection was ceased after the patient had been injected in the forehead. Patient impacted was noted only as an "uncomfortable feeling."